Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm, no back light anomaly and no missing segments/partial display anomaly noted during test. Motor passed motor test and passed the delivery accuracy test at 0.08720 inches noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had back light never worked making hard to read display. Customer's blood glucose level was unknown. Customer stated insulin pump had multiple random no delivery alarms. The insulin pump will not be returned for analysis.